Event description:
The filter was implanted via the left femoral approach. Subsequent cavagrams showed that the filter did not fully deploy. No further information is available regarding the patient's status. Following initial removal from the patient, the filter was placed in formalin and returned to b. Braun medical, inc. Co's initial examination of the unopened filter, identified a segment of tissue restricting the distal portion of the filter, which kept the filter from opening.